Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the error in the problem area of the pipetter assembly. The fse replaced all tip clamps. The instrument was inspected, tested without further problem, and returned to service.